Manufacturer narrative:
(B)(4). At the time of the initial report, the device was returned to baxter and was in the process of being evaluated. Additional information: this issue was investigated through corrective and preventative action (CAPA). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of broken distal luer. Based on the evaluation, a broken luer near the base of the stem is due to stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an intermate had broken distal luer which was discovered during device filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.